Manufacturer narrative:
Two (2) expedium titanium rods [product code: 1799-63-120, lot number: bdd41sc] were returned to the complaints handling unit (chu) for evaluation. Visual examination could not confirm the reported complaint. Optical imaging has revealed that the surface pattern of the reported rods was consistent with rods that have been cut and did not show signs of fatigue or static overload failure .to confirm this, a titanium rod (product code: 1797-62-300) was cut with a table top rod cutter. The cut surface of the titanium rod was consistent with the surface pattern of the two reported depuy spine rods. No material defects or other abnormalities were observed in this analysis a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause is not necessary as there were no product failures detected with the two depuy spine titanium rods. Optical imaging has revealed that the surface pattern of the reported rods was consistent with rods that have been cut and did not show signs of fatigue or static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with unknown titanium rods on (B)(6) 2012 from t11 to s1. Patient reported feeling a "pop" in (B)(6) 2012 with subsequent pain three (3) days later. X-rays taken at that time revealed one of the rods had broken. No medical intervention was planned at that time. It is reported patient heard another loud pop on (B)(6) 2012. Additional x-rays revealed the other rod had broken. Patient was returned to or on (B)(6) 2013 where surgeon added two support rods. It is reported the broken rods were not explanted at that time. A few weeks later patient reports squatting down and hearing another pop. Patient was returned to or on (B)(6) 2014 where all hardware was removed and patient was revised to a new rod construct. It is reported the two initial rods were broken in two places, the support rods are intact. (B)(4) addresses the first revision where 2 rods were added. Second revision is addressed in (B)(4).

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.